Event description:
It was reported that the patient went to the emergency room (ER) due to therapies delivered by the implantable cardioverter defibrillator (ICD). The patient received appropriate anti-tachycardia pacing (atp) therapies, however; the atp accelerated the patient into a polymorphic ventricular tachycardia (vt) which was appropriately terminated by a shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.